Manufacturer narrative:
Lot details provided. Patient gender, age provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has a medical history of hypertension. During the index procedure three resolute onyx drug eluting stents were implanted; two in the lad and one in the rca. On the same day as the index procedure the patient suffered acute stent thrombosis, arc definite, of the rca. The event was treated with thrombus aspiration temporary cardiac pacemaker implantation.